Event description:
It was reported that there was a large air bubble on the surface of the outer o ring. Customer stated that this had led to blood glucose readings of 20.5 mmol/l. It was noted that the reservoir was leaking from the bottom. Customer's blood glucose reading at the time of the call was 13.7 mmol/l. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.